Manufacturer narrative:
The reported event of a diagnostic issue was confirmed. Final analysis found an electrocautery mark on the device. The artificial alert was consistent with electrocautery exposure. The device was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited increased capture thresholds due to a suspected fracture. On (B)(6) 2018, the lead was capped and replaced. During the procedure, the patient¿s pulse generator exhibited a false elective replacement indicator (eri). The device was also removed and replaced. The patient did not experience any adverse consequences.